Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation is ongoing and evaluation will be updated when more information is available. (B)(4).

Event description:
An optometrist reported that approximately seven months following photo refractive keratectomy (prk), the patient presented with a mild corneal abrasion in the right eye. The abrasion was noted to be temporal to the visual axis. The patient reported experiencing foreign body sensation, light sensitivity and dry eye, with no effects on the visual acuity. Additional information has been requested.